Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional information indicated the tear occurred after nominal inflation. There was no blood loss, no withdrawal difficulty. The edwards commander delivery system was returned to edwards lifesciences after being used in the procedure, fully inserted through loader assembly with full fine adjustment used. The device was locked and no flex was used. The 3mensio imagery was provided of patient anatomy showing calcification present in the annulus. The delivery system was visually inspected. There was a longitudinal burst on inflation balloon. There was no missing balloon material. Due to the nature of the complaint (burst balloon) no functional testing could be performed. The complaint was confirmed through visual inspection. Balloon single wall thickness measurements along the tear was measured. A thin wall could leave the balloon more susceptible to tears and may be indicative of a manufacturing nonconformance. All measurements were within specification. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint was confirmed, but no manufacturing non-conformities were found in the returned sample. Review of dimensional and visual inspections revealed no indication of nonconformances. A detailed root cause analysis for similar returned complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). The existing technical summary contains root cause analysis on balloon bursts in a calcified aortic annulus and may be leveraged as evaluation of the complaint device reveals no defects. As an applicable technical summary exists and the complaint occurrence rate did not exceed the january 2020 control limit for the applicable complaint trend category, an engineering evaluation is not required. Since no edwards defect was identified in the evaluation, no corrective or preventative action is required.

Manufacturer narrative:
UDI (B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), the 26mm commander delivery system balloon was fully inflated with nominal volume when it burst. The 26mm sapien 3 ultra valve landed 80:20 aortic/ventricular, with no post dilation required. No balloon aortic valvuloplasty (bav) was performed prior to valve deployment. No surgical intervention was required as the commander system was easily removed through the sheath as it was a complete linear tear.